Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose from no delivery alarms. The customer reported that they had no delivery alarms due to bent cannula. The customer's blood glucose was 437 mg/dl at the time of the incident. The customer performed fixed prime and the insulin did exit. The insulin pump will not be returned for analysis.